Event description:
It was reported by the aci sales professional that the physician experienced a pseudoaneurysm (psa) with a pt within the last two months. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(4) 2013).